Event description:
My daughter was experiencing a high level of pain and redness in her eyes; my husband and I were away attending a wedding; she called and said she was really concerned because she was having so much pain. I had her to go to our family eye dr on tuesday, may 29th. He said he has never seen such an infection. She is taking an antibiotic; but the redness and irritation has not subsided.